Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An talent stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm on an unknown date. The current diameter aortic neck measures 30mm and 15mm in length. Current angulation is noted as 25 degrees. Mild vessel tortuosity and moderate calcification is noted. It was reported the patient presented emergently with abdominal pain. A CT identified a type ia endoleak on the posterior portion of the talent bifurcate. An endurant cuff was implanted with heli-fx endoanchors used to secure the proximal portion of the graft. Per the physician the cause of the event was proximal aortic neck expansion. No additional clinical sequelae were reported and the patient is fine.